Event description:
The end user was squeezing a cold compress to apply to their client when the contents squirted out through a hole in the corner of the unit, resulting in a corneal abrasion that sent them to the emergency room.

Manufacturer narrative:
The end user was issued antibiotics and eye drops for treatment at home. F/u with the end user revealed that the pack leaked from the corner, the end user believing that there was a slit. Eval of complaint history shows that no other incidents have been reported during the past year. Sample was unable to be retrieved after repeated messages were left.